Event description:
As it was reported by the affiliate: the hub is not dense. The saline solution drops out during flushing, and contrast media drops out. The physician want to know, whether the hub was changed (other material etc.), as it seems to be thinner. No further explanation could be given.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.